Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware/ the fse cleaned cell2, and replaced the buffer valves, sample syringe, wash syringe and reference electrode which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).